Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient, age not provided. The patient was taking unspecified medication for treatment of an unknown indication. On an unspecified date, the humpen ergo, teal/clear pen body with clear cartridge holder attached, lot #40229, was reported by the consumer as the injection screw was jammed. The humapen ergo, teal/clear pen body with clear cartridge holder attached is associated with cid00514283. The operator of the device is unknown. The operator was trained by the physician. It was unknown for how long this device model had been used. The patient had used the reported device for approximately six years. The return of the device was anticipated. It was unknown if the humapen ergo, teal/clear pen body with clear cartridge holder attached was discontinued or switched to new device.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.